Event description:
It was reported a patient had a break in aseptic technique further described as the patient cleaning the toilet during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics (dosage, frequency, and route not reported) on an unknown date. The cause of the peritonitis was a breach in aseptic technique. The patient recovered from this event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown but it was reported to have occurred during (B)(6) 2012. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).